Manufacturer narrative:
Approximately 47 cm distal to the is4 connector pin the lead body was found squeezed and deformed. In this region the conductor coil was found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted. Lead was noted to have impedance out of range on home monitoring greater than 3,000 ohms. Patient was brought to the lab today to identify whether it was a header issue or lead issue. Through intra-operative measurements, it was determined that there was a lead defect as no pacing configurations through the psa analyzer created capture. A new lv lead was placed with existing can. No adverse patient events reported. Should additional information become available, it will be added to this file.